Event description:
Vancomycin ivpb partially infused during prescribed time; pump did not infuse all of medication; pump tagged for repair and removed from service. Passed all tests in htm, sent back to baxter for repair/eval.